Manufacturer narrative:
Patient information provided. The patient exam was analyzed: no tracing pattern or registration was on patient record. Exam looked normal, loaded normally, and met protocol.

Event description:
A medtronic representative reported the site alleged they had an inaccuracy while in a cranial procedure earlier that day. There were no further details provided, no specific measurement of the inaccuracy was provided. It was noted that the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative, following-up at the site, found that the surgeon completed the procedure with the use of the navigation system, with full knowledge of the inaccuracy. It was reported that the inaccuracy occurred during navigation, after registering with tracer multiple times without a good registration. They took no points from the back of the head for a posterior procedure and deemed it to be good. The surgeon noted being inaccurate approximately 2mm where the mid-line should have been, increasing as he went the deeper. (B)(4) 2014 - a medtronic representative performed a navigation system check-out. All areas passed. System functioned properly. No parts have been returned for analysis.